Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar spinal canal stenosis procedure: lumbar interbody fusion level implanted: l4-s it was reported that on intra-op, after breaking off all the screw taps, deformation and bent was notice on the extender, when removing the tab. The product came in contact with the patient. No fragment remains in the patient. There was no patient complications reported as a result of this event. The product broke into fragments.

Manufacturer narrative:
Product analysis result: visual review confirmed the instrument is bent near the start of the mas tab retention area. The nature of the deformation is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.